Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that last night they let their implanted neurostimulator (ins) charge completely go dry. Patient stated that they charged the implanted neurostimulator up to 90% and then went to bed, but the stimulation did not kick in and hadn't kicked in since. Patient said they knew there was a little icon up there where you flip on your phone and it turns green, but they couldn't find it and couldn't get anything working with no stimulation. Agent walked patient through how to turn their therapy back on through the mystim app. Patient saw unable to connect. Agent then had patient reset controller, and patient reported they saw therapy off and was already in the mystim application. Patient was able to successfully connect and turn therapy on. Patinet confirmed they felt the stim kick in. The troubleshooting steps that were taken on the call resolved the issue. Patient called back and repeated previously documented information. Patient reported that they are not feeling any stimulation. Patient mentioned previous call during which they mentioned that the stimulation had started working, but now it has stopped. Patient confirmed that their ins was fully charged. Agent had patient close all running applications and turn airplane mode 'on' and 'off' and patient confirmed that bluetooth was enabled. Agent had patient close all running applications again and confirmed communicator was turned on. Agent had patient launch mystim app and attempt to connect. Patient confirmed they were able to successfully connect to the implanted neurostimulator. Patient also confirmed that their therapy was 'on'. Patient mentioned having groups a, b, c, and d. Patient attempted to adjust the group d intensity from 8.0 to 8.2 and felt the stimulation a little bit. However, after several minutes, the patient reported that they no longer felt the stimulation. Patient then switched to group c, with program 1 set at 3.2 and program 2 at 1.9. Patient adjusted program 1 to 3.4 and 3.5 but felt no stimulation. They also attempted to adjust program 2 to 2.2, 3.6, and 3.7 without feeling anything. However, when they increased program 2 to 4.1, they felt the stimulation. Agent reviewed information and redirected the patient to their doctor (hcp) regarding their therapy settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported when they called for help before, their problem was that they neglected to charge the ins battery and the ins shut down. Since having the implant since (B)(6) 2024, that was their first call for help as they didn't know how to reconnect. The patient called their hcp who referred them to a local rep; the rep was able to help the patient reconnect.